Event description:
In 2003, a pt underwent repair of an abdominal aortic aneurysm using the gore excluder bifurcated endoprosthesis. A one month follow up cta revealed a proximal type I endoleak which was endovascularly treated with the placement of a palmaz stent. Ongoing monitoring revealed a type ii endoleak originating from a lumbar artery which required coiling and embolization. Sixteen months post-implantation another cta showed aneurysm sac enlargement in the absence of endoleak. A cook zenith converter was used to reline the existing endograft and eliminate additional aneurysm sac growth. The pt tolerated the procedure.